Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. Because a cuff leak was observed after placement it is most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with the instruction for use (IFU). Unfortunately, without the sample we are unable to determine the root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during use when the airbag was inflated the airbag leaked. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.